Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported unexpected laser firing because the laser footswitch remained randomly semi pressed. It is unknown when did the event occur and if there was any impact on the patient. Additional information has been requested.

Manufacturer narrative:
The system was examined and the reported event was confirmed. The footswitch was replaced to address the issue. The system was tested and found to meet product specifications. The product met specifications at the time of release. The root cause of the reported event can be attributed to the footswitch. However, how or when the footswitch became defective cannot be determined conclusively. (B)(4).